Manufacturer narrative:
(B)(4).

Event description:
A pump problem was reported. Alarm was heard and confirmed by telemetry, which also indicated a low reservoir occurred. Pump was explanted and replaced. The drug, dosage and concentration were unknown. Additional information has been requested and will be reported as follow up as it becomes available.